Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.

Event description:
It was noted by a philips field service engineer (fse) that the heartstart mrx failed opcheck for etco2 and etco2 communication. There was no pt involvement.